Event description:
Rptr indicates that vns pt underwent explant due to infection approx 2 weeks post-implant. Both the lead and generator were removed and the pt plans reimplant after the infection heals. Review of mfg records for both the pulse generator and the bipolar lead confirmed sterilization of devices.